Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6). The customer¿s blood glucose level was 600 mg/dl, 254 mg/dl, 190 mg/dl and 530 mg/dl. The customer was treated with insulin drip. The customer reported events such as vomiting. The customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer received a calibration error. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.